Manufacturer narrative:
Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the placement signal not reliable alarm was due to the intermittent malfunction of the optical bench lamp assembly.

Manufacturer narrative:
This follow-up MDR is being submitted to document that the device has been returned to the manufacturer for investigation and to correct information provided in a previously submitted MDR. The initial supplemental MDR included investigation conclusions; however, the device was not available for return at that time. The device has since been returned, and the investigation has been reopened. Section d9 has been updated to reflect that the product was returned to the manufacturer for investigation. Section d1 (brand name) has been corrected. An updated evaluation will be conducted, and a supplemental MDR will be submitted upon completion of the investigation.

Manufacturer narrative:
Investigation summary: data analysis: console logs for the reported date were not available. However, lt data logs confirmed the reported issue. The lt logs indicate that the unreliable placement signal persisted for approximately nine days during the case, with varying intensity. This correlated with low snr and oscillating contrast, which resulted in placement signal not reliable alarms (#1036). Rt logs also showed oscillating contrast along with low snr values. Further review of the lt logs revealed a controller error (#1045). Device analysis: console ic6242 was not returned to field service for further investigation. Root cause: the root cause of the placement signal not reliable alarm (low snr and oscillating contrast) could not be determined because the aic was not returned for analysis. The controller error (event #1045) was attributed to an optical bench firmware communication protocol anomaly, which caused misalignment of data packets received by the epc. The aic software operated as designed. Device history lot: n/a. Device history batch. Subcomponent name: n/a. Material number: n/a. Lot number: n/a. Serial number: n/a. Device history review: q1) service history review - are there an qns associated with the complaint device¿s most recent service report? There were no nonconformances observed in most recent fsr. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a. Q3) complaint history review - have there been any other complaints against this console? No. Product history review summary : there were no issues related to complaint discovered when reviewing the product history of console ic6242.

Manufacturer narrative:
The reported event did not involve patient use. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
During the investigation of a returned automated impella controller intermittent oscillating contrast was identified. There was no patient involved in the reported issue.